Manufacturer narrative:
Concomitant products: product ID: 37761, serial# (B)(4), product type: recharger. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 37761, serial# (B)(4), product type: recharger. (B)(4).

Event description:
The patient reported the implantable neurostimulator recharger (insr) depleted even though it was plugged into the outlet, and it wouldn't charge. The plug did not appear on the screen when it was plugged in. When she looked at the device, the connector pin looked bent. The patient was in pain since she couldn't recharge. After receiving the new recharger the issue was resolved. The patient's hip pain was resolved but they were still dealing with neck/shoulder pain, but that wasn't covered by the device. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.